Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A center director reported that the patient had an unexpected refractive outcome following lasik surgery, in the left eye. Per the director, the outcome was due to the incorrect treatment programmed by the surgeon. The left eye was intended to have an outcome of -1.50, for monovision purposes; however, the surgeon transposed the treatment incorrectly, and the patient ended up hyperopic. The patient reported that her vision was distorted at near and distance. In a follow up, the director reported that the patient underwent secondary lasik to treat the event, one day later. The patient was happy with the outcome, as of the most recent postoperative visit. No further information is expected.